Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. The returned device indicated shorting/low impedance in the battery. Hybrid analysis found the device battery to be severely depleted at less than 1 volt. However, the device was fully functional with nominal system current drain throughout the analysis when powered by an external supply. There was no evidence of a high current drain condition. No hybrid anomalies were observed. The battery impedance measured high at 88 ohms. The battery was sent for analysis. Battery analysis revealed plated lithium material was found on the inner battery case surface, along the top edge of the case liner and adjacent to the cathode tab. The lithium material extended under the head space insulator and contacted the cathode tab located in segment 3 of the coil. Based on this analysis, the premature battery depletion was the result of an internal short from the plated lithium material bridging the battery case (negative polarity) and the cathode tab(positive polarity). If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: performance data collected from the device was received and analyzed. Analysis of the device memory showed the battery indicator signifying that it is time for device replacement. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the device reached elective replacement indicator due to possible premature battery depletion. The device was explanted and replaced. No patient complications have been reported as a result of this event.